Event description:
Lvad failure not complete failure but alarming and reading "stop main controller". We received a call from a family member that patients "lvad stopped" they tried to switch batteries and controller and it is still alarming. Called 911."

Event description:
Lvad failure not complete failure but alarming and reading "stop main controller". We received a call from a family member that patients "lvad stopped" they tried to switch batteries and controller and it is still alarming. Called 911."